Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 237 mg/dl. Troubleshooting was done. The customer was unaware if any significant events occurred. The customer stated that he placed his insulin pump between his underwear and shorts. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at display window corner, minor scratches on the lcd window, broken belt clip slot at battery tube threads area, and cracked reservoir tube lip.